Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed to power on. A field service engineer (fse) determined through troubleshooting that the battery was isolated to the half-height cubie drawer 4-2. The drawer controller was failed. The fse replaced the drawer controller and the position sensor due to a frayed cable. The device was rebooted, hardware test application was accessed, and final drawer testing was completed successfully. The device regained power, and the drawer and cubie pockets were confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ms.4fl-2 was completely down. The fan was intermittently running, but the screen remained black, and the unit was not responding. Pharmacy staff attempted to power the station off and back on and confirmed that power was present; however, they were unable to bring the station back online. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.